Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) review could not be performed as the serial number is unknown. Attempts to retrieve additional information are in process. Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis peri-operatively, most of which probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. Without additional information the cause of the event remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned a clinical trial patient with a 23 mm aortic valve implanted one month, 10 days, was suspected to have endocarditis. The outcome was noted to as being resolved. No additional information was provided.